Manufacturer narrative:
(B)(4) date sent: 11/21/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the packaging presents a hole, compromising sterility. Another like device was used to complete the procedure. The devices were not used on patient. There were no adverse consequences for the patient.